Event description:
Kimberly-clark received a report stating, patient died following use of peripheral placement kit for initial placement of a gastric feeding tube. Patient developed chest pain 1-2 hours post procedure, had a heart attack, arrested and did not survive resuscitation attempt. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed and the product was documented to have met manufacturing specifications. The device was not returned to kimberly-clark for analysis. The reporting site indicated there were no difficulties during the procedure and suggested that the reported cardiac event was likely related to the patient's prior medical condition that included cardiovascular disease; however, the information from this incident will be included in the complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.